Event description:
Same case as MDR ID#:2134265-2013-03719 and 2134265-2013-03730. It was reported that during a percutaneous coronary intervention, pullback was unable to be performed. The lesion was located at the proximal to mid lad. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback. No complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the unit was received in good condition with no visible damage or defects observed. However, moving slowly the lemo cable the unit loose image intermittently without effecting the functionality of pullback test. The intermittent image was caused by defective lemo cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID#:2134265-2013-03719 and 2134265-2013-03730. It was reported that during a percutaneous coronary intervention, pullback was unable to be performed. The lesion was located at the proximal to mid left anterior descending artery. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback. No complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years of age or over. (B)(4).